Manufacturer narrative:
The reported event was confirmed based on the functional testing and review of the archive data retrieved from the autopulse platform (sn (B)(4)). The root cause was determined to be due to the switch lever not being able to close and not being parallel to the switch case. The platform was functionally tested and after performing several compressions displayed a user advisory (ua) 12 (lifeband not detected) error message. The cause of the error message was found to be due to the switch lever not being able to close and not being parallel to the switch case. Upon readjustment of the switch lever and verification using a standard belt test clip aid, the platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture without errors and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 12 apr 2013.

Event description:
It was reported that during use on a cardiac arrest, the autopulse platform (sn (B)(4)) was intermittently displaying a "re-install lifeband" error message on the display screen. According to the information, troubleshooting measures were made to clear the error message where it was noted that "the lifeband pin was able to be disconnected to the shaft without pushing it up in the white disc"; however, these did not resolve issue. Following the event, manual CPR was performed. Information was not provided at this time if a return of spontaneous circulation was achieved. No further information was provided.